Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. No moisture damage was noted on the electronics or motor. The pump was received with a severely scratched display window, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was worn in bra. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.